Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 307 mg/dl. The event involved product(s) mmt-394a and mmt-1884. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer checked the infusion set/reservoir and identified leaks. The customer reported an infusion set leak at quick release or tubing. The customer reported that the pump was dropped/bumped with no visible pump damage. Pump passed self-test and 3u fill cannula test. The customer was not able to run the displacement test at this time. The customer alleges the pump was under-delivering and the b;ood glucose not going down. No further patient complications were reported. No product return is required for mmt-394a. No product return was required for mmt-1884.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.